Event description:
A patient had high impedance identified on a system diagnostic test during a follow-up visit. The patient's device was disabled after the high impedance. The patient's previous visit had showed good diagnostic results. The patient had recently begun having drop attacks and strong seizures. The surgeon reportedly did not have the patient's lead serial number and no known surgical intervention has occurred to date.